Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user has stopped wearing the audio processor for 1,5 years after it had stopped working. When the user was seen again on (B)(6) 2022 channels with abnormal impedances were found.

Event description:
It was reported that the user has stopped wearing the audio processor for 1,5 years after it had stopped working. When the user was seen again on (B)(6) 2022 channels with abnormal impedances were found.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.